Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg explant procedure. The explanted device was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months prior september 2023.